Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic following a recent implant. It was noted that there was no capture, r-waves could not be obtained and a significant drop in pacing lead impedance was observed on the right ventricular lead. The lead was capped (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.